Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 251-225s and heparin was given. A pre-implant balloon valvuloplasty done with a 25mm non-abbott balloon. The valve fully re-sheathed 3 times due to implant depth was high. A post-implant balloon valvuloplasty done with a 26mm non-abbott balloon due to mild perivalvar leak (pvl). The final implant depth was 8.7mm on the non-coronary cusp (ncc) and 9mm on the left coronary cusp (lcc). Post procedure, the patient had left bundle branch block (lbbb). On 06 oct 2025, a onset of atrial fibrillation (af) was noted and a dual chamber pacemaker was implanted. The patient required prolonged hospitalization.

Manufacturer narrative:
An event of paravalvular leak (pvl)was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The patient effects of heart block and atrial fibrillation could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were the resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.